Manufacturer narrative:
Pump unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test guardian link communicates properly to the pump noted. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was 168 mg/dl. Customer stated that the part where she puts in the reservoir the ring came off. Customer stated that the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.